Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the wire inside the handle bent. It was noted that the snare retracted suddenly when the loop was placed in the target polyp. It was reported that there was ¿no patient adverse events¿ at the conclusion of the procedure.